Manufacturer narrative:
Device component code relates to device problem code for the reported event: cut wire broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in a procedure on (B)(6) 2017. According to the complainant, during the procedure, the truetome 44 cutting wire broke. Reportedly, it was difficult to remove the truetome 44 from the working channel of the endoscope, so they decided to remove the endoscope and the truetome 44 together. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event has been unsuccessful to date. Should additional relevant details becomes available, a supplemental report will be submitted.